Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The suspect electrode pads were not returned to zoll medical for evaluation. Instead, a retained sample investigation was conducted for lot 4122.the customer's report was not replicated or confirmed. The retained sample investigation resulted in no faults found and concluded that the electrodes were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.